Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the unit misfired during use. There was no injury. The doctor was able to complete the procedure with another device.

Event description:
It was reported that the unit misfired during use. There was no injury. The doctor was able to complete the procedure with another device.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73f1800094 was manufactured on 06/11/2018 a total of (B)(4) pieces. Lot was released on 06/14/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger broken as it moves freely back and forth. The returned sample appears used as there is biological material present on the jaws and the handle. The sample was reviewed with a r & d engineer. Since the trigger was broken, the sample was disassembled to inspect the internal components. After the handle was disassembled, a clip was manually fired. The clip was unable to properly load into the jaws. Another attempt was made with the same result. A buildup of biological material was removed from the jaws and another attempt to fire a clip was made. This time, the clip was able to properly load and was successfully applied to over-stressed tubing. This was repeated with the same result for the remaining clips. The rest of the device was disassembled to inspect the internal components. Upon disassembly, the bridge was found to be broken. The bridge most likely broke when the trigger was broken. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the jaws. It appears that the trigger was broken during use since it requires significant force to break in the manner it did. Most likely, the trigger was broken after the clips were failing to load properly due to the buildup of biological material. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips misfired" was confirmed based upon the sample received. The sample was returned with the trigger broken. Therefore, it could not be tested normally. Instead, the handle was disassembled , and an attempt was made to manually load the clips. It was found that a buildup of biological material was present in both jaws which prevented the clips from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. The root cause of this complaint issue is the buildup of biological material in the jaws. It appears that the trigger was broken during use since it requires significant force to break in the manner it did. Most likely, the trigger was broken after the clips were failing to load properly due to the buildup of biological material. Since the clips were unable to load due to the buildup of biological material in the jaws, unintentional user error caused or contributed to this event.